Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned for analysis and revealed that the lead was stretched, the distal conductor was distorted, the proximal conductor was stretched, the inner insulation was kinked, the helix was distorted, there was deformation in the 5cm proximal section of the inner coil, and there were extension problems. Visual inspection noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Event description:
It was reported that during the implant procedure, impedances were high (3800 ohms), attempts to withdraw the lead were unsuccessful, and the helix couldn't be retracted. The lead was successfully withdrawn when the physician rotated the whole lead. The lead was not implanted. No patient complications were reported as a result of this event.